Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump issued a "no disposable, clamp tubing" alarm during patient use in the hospital. There were no reported adverse events.